Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The device was received at the service center and repaired. The defect(s) reported by the customer has/have been verified and repaired. Following actions were performed: defective cpu board replaced. Accessories checked. Pneumatic circuit checked. Unit cleaned. 8-hour endurance test carried out. Functional test performed. Functional test acc. To test procedure completed. Electrical safety test completed. This device was produced prior to the closure of the fms facility in nice, france and therefore will not have a DHR review preformed. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that pre-operatively to an unspecified surgical procedure, it was observed that the 4590 fms solo irrigation pump-ns had pressure problems. According to the reporter, the pressure cylinder was flooding. There was no delay in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.